Manufacturer narrative:
Poly insert dislocation and tibial tray loosening were reported for pt with a total knee implant. Pt was revised to an off the shelf total knee replacement system. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Poly insert dislocation and tibial tray loosening were reported for pt with a total knee implant. Pt was revised to an off the shelf total knee replacement system.